Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomenon. It was also found g1 board failure which caused the subject device to automatically turn off after one minute. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause could not be identified. [Considerations] the followings were confirmed from the investigation. -it was found the g1 board failure at the inspection of olympus india. -the subject device was not returned to the manufacturing site. -no abnormality could be confirmed inside the subject device other than the reported phenomenon. Omsc concluded that the cause of the reported phenomenon was the g1 board failure. The cause of the g1 board failure could not be identified. Since the subject device was not returned to o the manufacturing site and it was not possible to confirm any abnormalities inside the subject device other than the reported phenomenon, omsc could not presume the cause. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device went off automatically during the gastroscopy procedure. The intended procedure was completed with using another similar device. There was no patient injury associated with this report.